Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24oct2018. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer reported that the power switch led was illuminated and battery led flashing. The customer was advised to run the ventilator on alternating current (ac) power. The unit turned itself on when ac power was connected then went vent inop after a couple of minutes. The pse suggested swapping the display for troubleshooting. If it resolves the problem to replace the user interface (ui) printed circuit board assembly or the power management (pm) printed circuit board assembly (pcba) no parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the unit would not turn on. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.